Event description:
A black monopolar cord, used for foot controlled bovie, broke at the end attached to the plug, sparks and flames resulted. Somebody was able to hit it with their hand and smother it out and there were no problems resulting from it.